Event description:
It was reported that the programmer head was not auto identifying the patient's device. It was indicated that this had been difficult over a few weeks though able to auto identify devices until the day of this event. The programming head was replaced and it is now appropriately auto identifying the devices. The programmer head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head failed electromagnetic field immunity and uplink functional tests; rf head cable found out of electrical specification. Analysis also found the cable insulation was damaged (breached) and the rf head label was delaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.